Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 3000 ml eva tpn bags were leaking from the bottom right corner at the heat seal. The leakage was noted during filling. There was no patient involvement.  No additional information is available.

Manufacturer narrative:
The lot was manufactured between 06/20/2018 - 06/21/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.